Event description:
A us distributor reported that a patient's electrode belt's cable was damaged.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (damaged cable) was isolated to the rear te cable connecting the distribution node (dn) being severed. The root cause for severed cable was physical abuse. There was no adverse event that resulted from the damaged belt.